Event description:
Caller reported cartridge alarm 20, and there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and advised the caller on using the replacement pump with updated software. The customer was informed about the steps to receive the replacement pump and how to return the problematic one. Tandem technical support confirmed shipping, sent a replacement pump, instructed the caller about storage mode, and arranged training through tandem source. The caller acknowledged and understood all the provided instructions and the requirement to return the pump within ten days using a return box and pre-paid label.